Event description:
It was reported that the insulin pump alarmed button error and had unresponsive buttons. The customer did not know the blood glucose reading. The customer stated that the insulin pump may have potentially been exposed to sweat. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump had an unresponsive act button due to corroded keypad traces. No button error alarms were noted. The insulin pump was also received with some cosmetic damage.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.